Manufacturer narrative:
"Bd received 18 samples for investigation. The samples were evaluated by visual examination, and 9 by functional testing, each used to draw 6 vacutainer tubes with water, and the indicated failure mode for holder separation with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode holder separation. Bd was not able to identify a root cause for the indicated failure mode." The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-06-06 h3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder the needle and holder separated/spun out. The following information was provided by the initial reporter. The customer stated: "during use, the holder was loose from the attached needle. No harm to the patient or staff. User detected a minor crack in plastic holder."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder the needle and holder separated/spun out. The following information was provided by the initial reporter. The customer stated: "during use, the holder was loose from the attached needle. No harm to the patient or staff. User detected a minor crack in plastic holder."